Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/08/2025, a sales representative reported via email that an ar-8719mxds-1515 dynanite supermx nitinol staple with instrumentation encountered an issue when using the supermx staple drill bit. The drill bit broke off inside the patient. The surgeon successfully removed the drill bit, and the procedure continued without further issues. No additional anesthesia was administered to the patient, and there were no adverse effects on the patient. This was discovered during a revision talonavicular procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.